Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that there were a laceration and a missing part in the bending section rubber of the subject device. There were no other abnormalities in the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The cause of the damage could not be determined at present; however, considering the similar cases in the past, strong physical stress possibly caused the damage. The operation manual has already warned; ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information is received, this report will be supplemented.¿ if additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during reprocessing after laparoscopic surgery, the facility noticed that a part of the bending section rubber of the subject device were lacerated and missing. The facility did not know when the bending section rubber broke, but they reported that a fragment of the bending section rubber possibly fell off within the patient. The patient's injuries associated with this report were reported as unclear.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.